Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was attempting to bolus and the numbers kept scrolling up. Customer's blood glucose was 196 mg/dl. Customers mother the only significant event she recalled was, the customer was walking beside the pool and he was splashed. However, the device didn't get wet. No fluids were noted under the lcd display. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics and motor noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.